Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no power loss observed in the black box. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap secures appropriately to the pump with no yellow o-ring showing. There were no battery cap connection defects found. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed and there was no evidence of damage to the power circuit. The complaint could not be confirmed or duplicated during investigation.